Manufacturer narrative:
Device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient was suspected infection at the right ipg site. Patient was treated with IV antibiotics and had the entire right system explanted.

Manufacturer narrative:
B3-date of event is estimated.